Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode with an associated pause on a monitor. An interrogation showed variable thre shold on the left ventricular (lv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.